Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels. It was noted that the user lowered the laser power but did not let off the foot pedal once the blue pixels were witnessed. The physician performed a biopsy prior to the ablation procedure and flushed the biopsy with saline. There were no patient complications reported in relation to this event.